Event description:
Initial result for a pt magnesium was 4.5 mg/d. When repeated, the result was 1.5 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the cuvette cleaner was misaligned and repaired the instrument by replacing and adjusting the cleaner.